Event description:
It was learned through edwards implant patient registry that the patient expired. From received operative report, the patient underwent surgery on (B)(6) 2023, for aortic root aneurysm and replacement. A medtronic corevalve was explanted during the procedure and the patient expired in the operating room. Patient: 79 year-old male. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).